Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "fault 72, "pace disable" and "defib disable" error messages. The complainant indicated that there was no pt involvement in the reported event.